Manufacturer narrative:
One catheter was returned with an accessory extension set attached. Residual infusate/body fluids was observed in the catheter tubing and accessory extension tubing. The catheter tubing was observed to have separated just below the inverted triangle of the overmolded extension set. This tubing was reviewed under magnification and found to have a jagged edge. The accessory extension set was removed from the catheter. A 10 ml syringe was filled with water (dyed red for visibility), attached to the hub of the catheter, and flushed. No leaks were observed in the intact portion of the catheter. Jagged edges were observed at the area of separation. The jagged edge present at the area of separation is characteristic of the application of undue force to the catheter, such as excess tensile (pulling) force or pressure. Potential contributors include advancing/removing the catheter or stylet despite resistance, or improper catheter securement techniques or maintenance. This can also include flushing the catheter with excess force (e.g. Using a syringe smaller than 10 ml, flushing the catheter despite experiencing resistance, flushing the catheter using a 10 ml syringe with excess pressure, etc.) Which can weaken the catheter. Similar causes may contribute to leakage, as was reported by the user. First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can mitigate the occurrence of leakage.

Event description:
PICC placed peripheral on (B)(6) 2016. Line was noticed leaking on (B)(6) 2016. Line was removed on that date and replaced without incident. (Male patient, approximate age of (B)(6)).